Event description:
The customer reported, the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the configuration settings. The system operates as intended.